Manufacturer narrative:
The product was not returned for investigation therefore the reported failure mode was not confirmed. The failure mode will be monitored for future reoccurrence. Alleged failure: dr. (B)(6) had a wire remain in the implant after he actuated the deployment lever. Probable root cause: design: poor mechanical advantage of locking feature; materials of inserter locking mechanism cannot withstand user locking forces manufacturing; locking mechanism not manufactured or assembled to specification; incorrect heat treatment applied; application: not enough force applied; user unfamiliarity with device. (B)(4).

Event description:
It was reported that the pull wire remained in the anchor after deployment. The pull wire was removed from the anchor and the procedure was completed successfully.